Event description:
It was reported that during a stent placement procedure for treatment, the stent tip was found to be not covered with a suture. The product was inserted into the target lesion (esophagus) after pre-dilation. However, this product could not be advanced to the lesion because of restriction. So the physician removed this product and dilated the lesion again. After that he tried to insert the stent again. But it could not be advanced. Then a scope was inserted and he checked why the stent could not be advnaced to the lesion. The stent tip was found to be not covered with a suture and the suture was not as tight as usual. Used another product and the procedure completed. It was reported that there were no complications for the pt and the pt's condition after the procedure was reported as good.